Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that the air bubbles have been causing high blood glucose levels. Customer also stated that he's been having issues for 4 months. Customer's blood glucose level was 251 mg/dl. Customer reported that there were 100 champagne-sized bubbles and 2 large bubbles. It was explained that rewinding with a reservoir in place will create air bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to change the infusion set. Air bubbles did not persist after set change. Customer was reminded to reset fixed primed to the cannula prime amount for his infusion set. Customer was advised to monitor the insulin pump. No additional information provided.